Event description:
It was reported that the patient underwent a c3-6 acdf with c4 corpectomy. Post-op, the patient 'developed post-operative swelling, hoarseness, dysphagia which subsided after several weeks. Follow-up exams revealed non-fusion and the surgeon recommended a second posterior approach. Pain returned to my hands and progressively grew worse and I developed bladder control problems as well as increasing gait issues. I obtained second opinions by surgeons' who after examining images determined that there was exuberant boney growth protruding into my spinal canal and nerve roots.' The patient is reportedly 'in intractable pain, fully disabled and facing complex curative surgery in order to remove the boney growth.'

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.